Event description:
The customer contact reported the ground prong was bent on the ac power cord plug. The device was returned to the biomedical department with a report of "needs power cord." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted the round prong on the ac power cord plug was bent. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The ground prong on the ac power cord plug was bent. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).